Manufacturer narrative:
UDI number: (B)(4). The driver was not returned for evaluation so no results are available and no conclusions can be drawn. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported that a screwdriver was broken and a blocker was damaged during final tightening within surgery. The procedure was completed using an alternative screwdriver and blocker. There were no reported patient impacts associated with this event. This is report two of two for this event.

Manufacturer narrative:
UDI number: ni. Establishment name: (B)(6). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3003853072-2018-00108.

Event description:
It was reported that a screwdriver was broken and a blocker was damaged during final tightening within surgery. The procedure was completed using an alternative screwdriver and blocker. There were no reported patient impacts associated with this event. This is report two of two for this event.